Event description:
It was reported that the patient presented to the emergency room (ER) due to receiving an inappropriate shock. Interrogation revealed that an alert triggered for oversensing, noise and high impedance on the right ventricular (rv) lead. The lead also has a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d334vrg, implantable cardioverter defibrillator, 2012-(B)(6); (B)(4).